Manufacturer narrative:
H3 other text : device has not yet been returned to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging of a thermal event to a dreamstation auto CPAP device. The user alleges a check power notification showed up and the machine sparked at the point where the machine plugs in to the power cord adapter and the device caught fire. A burning odor was noted, and the device is brownish/black around the plug. The device was plugged into a wall outlet in the same receptacle as a cell phone. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP alleging the device sparked with use. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: during the investigation pil observed using a known good p4 power connector, power supply and power cord, pil tech was able to confirm the device powers on and provided airflow and observed a dust-like contaminant with potential hair-like particles on the front panel, top enclosure, rear panel, and bottom enclosure. Pil observed a rust colored contamination on the bottom enclosure at the p4 power connector location. Pil observed a dirt-like contamination underneath the sd card flip door. A potential hair-like particle was observed on the interior side of the ui panel. A dust-like contamination was observed on the interior side of the rear panel and in the base of the bottom enclosure. A light amount of dust-like contamination was observed on the blower motor. Pil observed the p4 power connector to be rust colored and deteriorated indicating possible liquid ingress, addresses the issue of liquid ingress to the p4 power connector. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. Box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.